Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline power fault alarms was confirmed via the submitted log files but was not reproduced during evaluation of the returned heartmate modular cable. Inspection of the returned modular cable (lot number: 10014206) revealed corrosion consistent with fluid ingress around two of the pins in the inline connector. The observed fluid ingress could have contributed to the reported alarms. The modular cable did not pass testing due to the observed corrosion on the pins in the inline connector. The resistance of the wires were then individually measured, and no issues were observed. It was later communicated the modular cable was exchanged on (B)(6) 2025. The patient called a week later with more driveline power faults and said they actually started back the day of the exchange. The patient was brought to emergency room and x-ray was performed, which showed no obvious areas of concern. The connect of modular cable was checked; no corrosion was noted. The patient had not disconnected the driveline or let their power die/disconnect power. The patient had active alarms when lying on left side, but alarm did not occur when the patient was lying on their back. The patient was then admitted. On (B)(6) 2025, a modular connector cleaning was done, and it resolved all the alarms. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D and the heartmate 3 lvas patient handbook, rev. An nare currently available. Section 7 of the IFU, ¿alarms and troubleshooting¿ and section 5 of the patient handbook ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including driveline power fault and driveline communication, and the actions to take if the issue does not resolve. Section 7 of the IFU ¿alarms and troubleshooting¿ and section 5 of the patient handbook ¿alarms and troubleshooting¿ subsection entitled "what not to do: driveline and cables", explicitly cautions the user not to twist, kink, or sharply bend the driveline. Section 4 of the patient handbook ¿living with the heartmate 3¿ explains how to properly care for the driveline and states, ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid¿. Section 10 of the patient handbook ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the driveline cable for signs of damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history record for the modular cable, lot number 10014206, were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient called with driveline power faults. Modular cable and system controller were exchanged on (B)(6) 2025, and the alarm cleared. The patient called a week later with more driveline power faults and said they actually started back the day of the exchange. The patient was brought to emergency room and x-ray was performed, which showed no obvious areas of concern. Submitted log files contained a driveline disconnect events on 15jul2025 and 16jul2025. The log also confirmed the reported driveline power faults. The pump itself was unaffected by the faults and appeared to be operating normally. The connect of modular cable was checked; no corrosion was noted. Regarding the driveline disconnect seen in the log files, the patient had not disconnected the driveline or let their power die/disconnect power. The patient had active alarms when lying on left side, but alarm did not occur when the patient was lying on their back. The patient was then admitted. On (B)(6) 2025, a modular connector cleaning was done, and it resolved all the alarms. Visual inspection of driveline confirmed only 2" remained externally. There was a slight kink as it entered the exit site. While unscrewing the modular cable for the first cleaning, a pump off alarm occurred despite still being connected. Alarms were noted on system monitor and the patient confirmed that they felt the alarm. They then allowed stabilization then continued to disconnect modular cable without further issue. Nothing was noted inside modular connector during surface cleaning. The patient was reconnected with modular cable and driveline power fault alarm continued. The second cleaning inside the pinholes was performed. Power fault alarms cleared following reconnection. Log files continued to show a large difference between isense a & b values. Third cleaning inside the power a and power b pinholes was performed exclusively. Still, there were no alarms following reconnection and log files indicated both isense values were back to normal and superimposed when charted. The modular cable was also exchanged during the cleaning to prevent contamination.